Manufacturer narrative:
Visual and radiographic inspection confirmed that the abutment screw was fractured. The abutment screw was found to be completely severed at the first thread. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿

Event description:
The dentist reported that a dental bridge was loose and when a radiograph was taken it showed the abutment screw in the (B)(6) site was fractured. The dentist had to remove the entire bridge in order to retrieve the screw fragment from inside the implant. Fragment was successfully retrieved.